Event description:
It was reported that the right ventricular (rv) lead had high thresholds and oversensing within the pocket and during analyzer testing. Possible lead fracture was suspected. The lead was attempted to be laser extracted but could not be removed without damaging other leads. Therefore, the lead was partially explanted, capped, and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).